Manufacturer narrative:
Journal article title: longitudinal stent deformation: precise diagnosis with optical coherence tomography, literature reference: pmid: 31786534. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug-eluting stent was implanted to treat a severely stenotic lesion in the proximal right coronary artery (rca). A non-medtronic stent was then implanted in the mid segment of the rca to treat in-stent restenosis. It was stated that after removing the balloon from the non-medtronic stent, an increased radiopacity of the proximal edge of the ostial stent was seen in a new angiographic view. Longitudinal stent deformation was suspected and oct showed longitudinal deformation/compression of the ostial rca stent. It was reported that some of the proximal stent struts were visualized alongside distorted and crumpled malapposed stent struts before the guide catheter in the proximal segment. The deformed portion of the ostial rca was successfully stented further with a non-medtronic stent.